Event description:
Worrying me that it is leaving pieces inside - vagina [foreign body in reproductive tract] when I pull the tampon out it seems as though it is coming apart. Worrying me that it is leaving pieces inside [complication of device removal] it seems as though it is coming apart - tampon [device breakage] case description: consumer sent e-mail stating that when she pulled the tampons out, it seemed as though they were coming apart. She worried this could be leaving pieces inside. No serious injury was reported.

Manufacturer narrative:
21-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 21-jan-2021. An investigation is in progress for returned product received on 26-jan-2021.

Event description:
Worrying me that it is leaving pieces inside - vagina [foreign body in reproductive tract] when I pull the tampon out it seems as though it is coming apart...worrying me that it is leaving pieces inside [complication of device removal] it seems as though it is coming apart - tampon [device breakage] case description: consumer sent e-mail stating that when she pulled the tampons out, it seemed as though they were coming apart. She worried this could be leaving pieces inside. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 21-jan-2021. An investigation for returned product completed on 30-mar-2021 showed no manufacturing cause identified based on investigation.

Event description:
Worrying me that it is leaving pieces inside - vagina [foreign body in reproductive tract] when I pull the tampon out it seems as though it is coming apart...worrying me that it is leaving pieces inside [complication of device removal]. It seems as though it is coming apart - tampon [device breakage]. Case description: consumer sent e-mail stating that when she pulled the tampons out, it seemed as though they were coming apart. She worried this could be leaving pieces inside. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Worrying me that it is leaving pieces inside - vagina [foreign body in reproductive tract] when I pull the tampon out it seems as though it is coming apart. Worrying me that it is leaving pieces inside [complication of device removal]. It seems as though it is coming apart - tampon [device breakage]. Case description: consumer sent e-mail stating that when she pulled the tampons out, it seemed as though they were coming apart. She worried this could be leaving pieces inside. No serious injury was reported.